Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic double hysterectomy, double fallopian tube resection, vaginal stump suspension, pelvic adhesion lysis, intestinal adhesion lysis, and drainage procedure, at the time of opening the packaging and counting the sutures, it was found out that the packaging had two needles instead of one. The user kept a good record of the number of needles and continued using the device. There was no patient injury.